Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2011 to report that her son has been experiencing an allergic reaction believed to be due to sensor adhesive. Due to his skin irritation, pt is unable to wear cgm continuously. Pt's mother reports that pt has a pre-existing allergy to latex. Pt saw his physician who advised to use tegaderm and IV prep but none of these products have improved the pt's condition. During her call to dexcom technical support pt's mother stated that pt may discontinue use of cgm.